Event description:
It was reported that the y-connector separates from the drain. The clinician used tape to secure the connection. The surgeon reported that the connection becomes loose after being used for about one week. There was no adverse patient consequences reported.